Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 1.5x4mm ht sd x-dr screw 5-pk (part# 95-6104, lot# unk) was visually evaluated. The threads and tip of the screw appeared to be in good overall condition, however, there was significant wear to the cross drive head of the screw. Functional testing was done to check the retention of the screw using a driver and blade by inserting the driver + blade assembly into the head of the screw and lifting the assembly by the screw. This screw failed the retention test. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to damage to the screw head during use. The damage to the head of the screw shows wear on one of the two sides of each of the four slots. Each slot's damage is on the same side and is consistent with the rotation direction applied during insertion. The instructions for use (IFU) for this screw states in the section titled bone screws: 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device product code: hbw. (B)(4). Foreign country: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw head was unable to be gripped by the driver. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.